Event description:
It was reported that the error code 46510 was occurring during testing, indicating a user interface issue. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation for the complaint that the error code 46510 was occurring during testing, indicating a user interface issue. The review of event log found that was not able to retrieve event log for error code alarming. The review of service history found there was no indication that the complaint was related to a service of the device within the review period. The visual and functional testing was performed. The probable root cause was due to the printed wiring assembly (pwa) board. The pwa board was replaced, and the error code disappeared. The downstream occlusion (dso) calibration was performed. The software was updated and reset to the standard configuration. The unit passed all testing criteria during performance verification testing.